Event description:
New information received on 15 11, 2019, indicates that there was also intermittent capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that was oversensing noise. The lead was capped and replaced on (B)(6) 2019, and the patient was stable.